Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise that resulted in delivery of multiple inappropriate shocks over the past year. It was noted that the patient has a left ventricular assist device (lvad) and the noise was associated with the lvad. Technical services (ts) discussed programming options. The primary sensing vector was reprogrammed to alternate and appropriate sensing was observed with no noise. Monitoring will be continued. No adverse patient effects were reported. This device remains in service.